Event description:
Preisendorfer, stefan, et al. (2021). "A case report of a patient with wide complex tachycardia due to wolff-parkinson-white syndrome mimicking ventricular tachycardia." European heart journal - case reports (2021) 5(9), 1-6. Doi:10.1093/ehjcr/ytab368 the patient received multiple shocks over the course of seven years due to a well documented wide complex tachycardia. The patient reported experiencing dizziness, rapid heartbeats, heavy sweating, and intense fear during and due to the shocks. After some time an electrophysiology study was done and identified a left-sided accessory atrioventricular pathway that was successfully ablated during the same procedure. This indicated the previous shocks were likely inappropriately administered due to an atrial arrhythmia and the patient was diagnosed with wolff-parkinson-white syndrome mimicking ventricular tachycardia. The patient was referred for s-ICD explanation due to this diagnosis and findings. The serial number of the s-ICD was not provided and an attempt to obtain this information from the author will be made. Stefan preisendorfer, md, department of electrophysiology, german heart center munich, technical university of munich, lazarettstrabe 36, 80636 munich, germany

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.